Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced a blockage issue in the tubing that prevented medication delivery. No further information available.